Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine days post vena cava filter deployment for history of dvt and contraindication of anticoagulation therapy with anticipated spinal surgery, the patient presented to the ed with complaint of shortness of breath and was diagnosed with bilateral pe. The filter was alleged to be tilted with two limbs positioned up toward the renal vein. An unsuccessful attempt to retrieve the filter was made. Approximately 11 days post filter deployment, a second attempt to capture the filter using both a snare and recovery device was made and the snare was said to have bent one filter arm upward in a salute. The decision was made to leave the filter implanted. The patient was reported to be stable and following anticoagulation therapy, will be referred to an outside facility for filter retrieval.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number was not provided. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image review: based on the images provided, the identity of the vena cava filter could not be determined based on poor quality imaging. Based on the images provided, the vena cava filter was deployed at the level of l2-l3 of the lumbar spine, can be confirmed. Based on the images provided, two filter limbs were bent inward towards the vena cava filter, can be confirmed. Based on the images provided, one filter limb was identified to be projecting cranially in an upright position, can be confirmed. Based on the images provided, the filter position located at l2-l3 of the lumbar spine remained unchanged can be confirmed. Conclusion: the device was not returned. Three images were provided. Based on the images provided, material deformation can be confirmed as two limbs were bent inward towards the vena cava filter and one limb was projecting cranially in an upright position. As digital subtraction angiogram (dsa) contrast injected vena cavagram was not provided, it could not be determined whether the filter was in an upright position; therefore, the investigation is inconclusive for filter tilt. No cine runs or images during retrieval were provided; therefore, the investigation is inconclusive for two unsuccessful retrieval attempts. The investigation is unconfirmed for filter migration as the position of the filter in correlation to the lumbar spine remained unchanged. Per the reported event details, the patient experienced pe after filter deployment. It is unknown whether thrombi passed through the filter or originated from superior or collateral vessels. Thrombi passing through the filter could cause filter tilt and the deformation of limbs which could lead to retrieval difficulties; however, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt are known complications of vena cava filters. Remove the denali filter using an intravascular snare only. Note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt are known complications of vena cava filters. Filter malposition. Filter tilt. Optional procedure for filter removal: removal of denali filter using an intravascular snare- warning: remove the denali filter using an intravascular loop snare only. Slowly advance the loop forward over the filter snare hook. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: under fluoroscopic guidance, ensure that the loop of the snare has properly engaged the filter snare hook and that the filter snare hook, retrieval sheath and snare are aligned. Be careful to snare the top of the hook; not the side. The marker tip of the snare catheter must be cephalad to the filter snare hook. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine days post vena cava filter deployment for history of dvt and contraindication of anticoagulation therapy with anticipated spinal surgery, the patient presented to the ed with complaint of shortness of breath and was diagnosed with bilateral pe. The filter was alleged to be tilted with two limbs positioned up toward the renal vein. An unsuccessful attempt to retrieve the filter was made. Approximately 11 days post filter deployment, a second attempt to capture the filter using both a snare and recovery device was made and the snare was said to have bent one filter arm upward in a salute. The decision was made to leave the filter implanted. The patient was reported to be stable and following anticoagulation therapy, will be referred to an outside facility for filter retrieval.